Manufacturer narrative:
The device remains in service. Should additional information become available, this report will be updated.

Manufacturer narrative:
One month later we received new information that the patient passed away. The local area sales representative was contacted for additional information. The information provided was the cause of death remains unknown, however there were no known allegations associating the device with the patient's death. The patient's physician elected to not have the patient's device replaced due to the patient's comorbid health conditions. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device reached end of life (eol) due to long charge times, however monitoring voltage was still adequate. The patient had also expressed concern that their device was no longer functional. No adverse patient symptoms were reported. The device currently remains in service.